Manufacturer narrative:
Product evaluation found the lens returned dry in a micro centrifuge vial with clear surgical residue/debris on product. Visual inspection found missing piece of haptic and clear residue on lens. (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4). Conclusion: off-label use (acd <3.00mm). (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -14.50 diopter, in the patient's right eye (od) on (B)(6) 2016. On (B)(6) 2017 the lens was exchanged for a longer lens due to low vault. The problem was resolved. As of the date of MDR submission, the lens has not been returned.